Manufacturer narrative:
(B)(4): actual device not evaluated (instrument). Process eval performed. No related ncmrs for this instrument. Cuvette device history records reviewed and found to meet specs. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports result lower than reference with the protime microcoagulation system. Protime generated 1.3 inr and ref laboratory result was 2.2 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event (s) reported.